Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities to contribute to the failure mode. The device's battery status indicator was beginning-of-life (bol) at 2.774 volts. A review of device memory confirmed that a message indicating that a battery voltage too low for projected remaining capacity prior to explant had not occurred. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion we estimate that if the device is replaced within 7 days therapy should still be available at the time of explant. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative was planning to discuss this with the physician. Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The device was successfully explanted and replaced without incident. The device was received at boston scientific's return products department.